Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a few weeks post implant, the patient with this device presented for follow-up with an exposed open wound at the pocket site; suture was visible. A wound revision was performed with no system changes required. The device remains implanted and in service with no further adverse effects reported.